Event description:
Product analysis was completed for the tablet serial cable. Analysis revealed a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. Cause was indicated as mechanical stress.

Event description:
It was reported that the physician's programming tablet was giving an "unable to open port" error message while trying to interrogate a patient's generator. The tablet was attempted to reboot; however, this did not resolve the issue. Another programming system was available to interrogate the patient's device so the patient was not affected. The physician was provided a new usb cable and the faulty cable was received for analysis. Analysis is underway, but has not been completed to date.